Event description:
It was reported to boston scientific corporation on (B)(6) 2013 that a leveen coaccess electrode system was opened during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, when the device was opened, it was noted that the outer introducer sheath was ¿lifted,¿ therefore the needle could not be inserted into the introducer. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.

Manufacturer narrative:
(B)(4) electrode introducer lifted. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results: visual evaluation of the complaint device found no visible residue on the device. It was noted that the insulation on the introducer was torn in several locations, and the introducer was partially exposed within these areas. The insulation was firmly seated onto the introducer, and the flared end of the proximal end of the insulation was seated around the flared distal end of the handle assembly. The distal end of the insulation was discolored, which indicates that the insulation has been lifted away from the introducer. A functional analysis was not performed. The complaint was likely caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation on (B)(4) 2013 that a leveen coaccess electrode system was opened during a radiofrequency ablation (rfa) procedure on (B)(6) 2013. According to the complainant, when the device was opened, it was noted that the outer introducer sheath was ¿lifted,¿ therefore the needle could not be inserted into the introducer. The procedure was completed with another leveen coaccess electrode. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.